Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form has been received: "custom prosthesis with agluna coating to go over stem currently in situ. Bayley/walker top end with liner and super ring. Patient diagnosis: implant loosening"

Manufacturer narrative:
Reported event: an event regarding loosening & infection involving a mig, proximal humeral replacement (bayley walker) was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for patient specific minimally invasive proximal humeral replacement which was inserted in (B)(6) 2008. The surgeon reported loosening of the implant. The CT image provided shows radiolucent line along the stem between the cement mantle and bone. There are multiple erosions and lesions along the cortical bone which might indicate the bone had previous infection. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form has been received: "custom prosthesis with agluna coating to go over stem currently in situ. Bayley/walker top end with liner and super ring. Patient diagnosis: implant loosening".